Event description:
Follow-up information was received on 18-oct-2017: erythema and scar were reported as "resolved, not 100%, but very close". Due to the provided information, the outcome of the event of necrosis remained resolving.

Event description:
The follow-up information was received on 03-aug-2017: it was reported that the patient had a very good evolution. One of the scars was 100% resolved while the second scar had an improvement of 70%. Erythema was still present and was improving slower. The treating physician considered that the radiofrequency treatment helped a lot in the recovery of the patient. The outcome of the event 'necrosis' remained resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient ((B)(6)) injected with 1 ml of radiesse to the nasogenian grooves, for aesthetic treatment, on (B)(6) 2017. The patient was injected with 0.5 ml per side. On (B)(6) 2017, a day after the radiesse treatment, the patient experienced ecchymosis, initially reported as hematoma. A few days after the treatment, the patient referred to a sensation of numbness inside the mouth. On (B)(6) 2017, the patient was diagnosed with a necrosis, an inflammation and a small erythema, located in the right nasogenian groove. She also started with "skinning" and an appearance of a crust on the skin over the area of application. On (B)(6) 2017, the patient reported the situation to her physician, who started application of patches of nitroglycerin and aspirin, once a day. Corrective treatment also included pentoxifylline, antibiotic, compresses of domeboro, cicalfate cream, diprospan injection, application of hyaluronidase and daily application of radio frequency. The treating physician reported that the patient presented great improvement. The patient was not hospitalized. Systemic antibiotic was prescribed for treatment. At the time of the report, the patient presented with little erythema and two small atrophic scars. Due to the provided information, the outcome of the event "necrosis" was considered as resolving. In the opinion of the reporter, the event "necrosis" was of severe intensity, not life-threatening and related to radiesse.

Event description:
The follow-up information was received on 16-aug-2017: it was reported that the patient had a very good evolution, but not at 100%. There was an improvement in the scar but not at 100%. Erythema was still present but it was less than during the previous follow up. The patient no longer presented any other symptoms. The treating physician reported that the treatment with nitroglycerin patches was eliminated because they had caused headache to the patient. She continued with radiofrequency therapy. The outcome of the event sensation of numbness inside the mouth was reported and changed to resolved, in 2017. The outcome of the event 'necrosis' remained resolving.